Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral approach lumbar interbody fusion in which infuse was used. It was reported that in or around 2005 the patient was diagnosed with chronic pain. As a result, the patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery and he continues to have daily, severe, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004 the patient presented with pre-op diagnosis as: degenerative disk disease, lumbar. Facet arthropathy with lumbar radiculopathy. Spinal stenosis. He underwent the following procedures: l1 to sacrum posterolateral fusion. L1 to sacrum isola internal fixation. Bone graft harvest, left iliac crest plus local bone plus allograft cancellous plus bone morphogenic protein. As per op notes, ¿¿I put bone morphogenic protein at the upper level laterally at l1-2 and also the two lower levels, l4-5 and l5-s1, as those traditionally have been the sites at increased risk for pseudoarthrosis. I then used local and iliac crest bone and then supplemented it with allograft cancellous at each level¿¿. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.